Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The facilities maintenance found the f17 & f18 fuses blown. Hill-rom technical support instructed maintenance to replace the fuses and disconnect the power distribution cables and recheck the fuses. The facility has not returned hill-roms attempts to determine the resolution of the alleged malfunction.